Event description:
It was reported that the patient was told their pacemaker battery depleted faster due to the interstim device. No intervention were noted. As of this report, no devices have been returned to the manufacturer for analysis.

Event description:
It was further reported that the patient received a new pacemaker and was doing well with no complaints.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Note corrected date for previous supplemental report.

Event description:
It was reported that the pt was hospitalized due to episodes of no pacing from her pacemaker causing a low heart rate. The pacemaker was over-sensing the electric current from the implantable neurostimulator (ins) and mistaking it for the patient's heart rhythm, resulting in pacemaker inhibition. The pacemaker was reprogrammed on (B)(6) 2011 to ignore the ins and the pt was doing well with no further issues.